Event description:
Customer reported receiving a glucose result of 104 mg/dl on their freestyle blood glucose monitor, and also reported receiving a glucose result of 40 mg/dl on an unknown brand of meter. The amount of time that lapsed between the two readings is also unknown. Customer reported not dosing based on the freestyle result. The customer then began to feel weak, sweaty, and their speech began to slur. Paramedics were called, and the customer was transported and admitted to a local hospital, where they were diagnosed with hypoglycemia and administered orange juice along with an intravenous treatment of glucose in order to stabilize glucose levels.

Manufacturer narrative:
Customer returned meter and test strips with lot number 0614202. The complaint of inaccurately high readings could not be confirmed and no additional issues with the returned product were observed. All results were within specifications and no errors were observed during control solution testing. A similar reading (107 mg/dl) as the one reported by the customer (104 mg/dl) was identified in the meter internal log on the date of the reported event.